Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 98mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. No damage was found on the isolation tape. The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corners.